Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch while charging. There was no reported impact to customer¿s blood glucose. Customer continued to use the pump for insulin therapy.